Manufacturer narrative:
Brand name was omitted on the original MDR. PMA/510(k)# was omiited on the original MDR.

Manufacturer narrative:
Cannula was received with polyimide tubing separated from plastic hub. Angled tip of polyimide appears to be axially crushed from entry or manipulation. Base of polyimide and cannula hub appears to have sufficient residual glue present and does not indicate a manufacturing defect.

Event description:
The user facility reported the surgeon inserted the cannula using an angled, biplanar trans-conjunctival approach. The trocar was removed and the cannula was well positioned in the sclera. During the procedure, a light pipe was inserted into the cannula and upon removing the light pipe it was discovered that the valved hub of the cannula broke from the polyimide cannula shaft. The shaft remained in the sclera after light pipe removal. A .12 forceps was used to remove the cannula shaft from the sclera and a 23-gauge cannula was inserted in its place. The procedure was completed without further complications. No patient injury was observed. The sclerotomy was sutured as a precautionary measure.